Manufacturer narrative:
Investigation of the returned centrifuge showed extensive damage to the lid. The lid is unable to close or latch. Internal parts, headcover and carrying tray, are too damaged to provide further info. All large metal pieces were intact and suffered no damage. Multiple explosion tests were conducted to duplicate this issue. In order to reproduce this type of incident the headcover, which is an internal component, had to be severely damaged before it would break apart and cause the lid to open. There have been no other documented complaints for this type of issue. Bd will continue to monitor this type of issue for trends.

Event description:
Customer was using the autocrit ultra 3 centrifuge. Customer heard a loud pop and dropped to the floor. The centrifuge lid came open and debris came out of centrifuge. No one was injured by the flying debris but, the technologist strained his neck when he dropped to the floor and had to seek medical attention.